Event description:
The patient reported moisture in the cartridge compartment of his insulin infusion device. He was instructed to place the device in stop mode and remove the adapter and cartridge. During troubleshooting, the pt reported there was no smell of insulin in the cartridge compartment or from the cartridge. The pt was instructed to dry the device compartment. He did confirm there was moisture between the wall of the cartridge and the rubber plunger. He stated the cartridge was oval, not circular, he said this was the second to last cartridge from the box and that other cartridges from the box worked fine. He stated he was inserting the last cartridge in the box and it looked fine. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for eval.